Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI # (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. The liner was returned and evaluated. Upon visual inspection the scallops show damages from impaction. There is no visible damage to the outer radius. Review of the device history record for the liner identified no deviations or anomalies would contribute to reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 02555.

Event description:
It was reported that the surgeon was unable to seat the highwall g7 liner into the 54mm g7 cup during an initial tha. It was noted a neutral liner was used instead. Attempts have been made and additional information on the reported event is unavailable at this time.